Event description:
It was reported that this pacemaker exhibited oversensing on the atrial channel. Boston scientific technical services (ts) was consulted and discussed reprogramming options. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker exhibited oversensing on the atrial channel. Boston scientific technical services (ts) was consulted and discussed reprogramming options. According to medical records, this device has been explanted due to therapy upgrade. No adverse patient effects were reported.